Manufacturer narrative:
Unit alarmed this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement during motor rewind. After further review, the motor was unable to turn due to a jammed gearbox. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests or verify this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement due to this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump shoed pump error. Customer was able to clear the pump error alarm and complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.